Manufacturer narrative:
Block e1: initial reporter first name: (B)(6); reported here as this exceeded character limit for the designated field. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f1001 captures the reportable event of cancelled procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the gallbladder during a drainage procedure performed on (B)(6) 2026. During the procedure, deployment of the first flange of the stent was attempted; however, it was not observed to open on endoscopic ultrasound (eus) imaging. The physician attempted to manipulate the device to facilitate release without success and suspected that the distal flange may have been positioned too close to the wall. Upon deployment of the proximal flange, the stent fully deployed in an unintended location (subject of this report). The stent was removed using forceps, and the initial puncture site was closed with a clip. A 15 x 15 mm axios stent was subsequently attempted through a separate puncture site; however, it could not be deployed. The procedure was ultimately not completed due to prolonged procedure time and device unavailability. There were no patient complications reported due to this event.